Event description:
It was reported that a malfunction occurred on the pump with no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and they planned to follow up once the customer was able to reset it.